Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging their blood glucose (bg) was above 500 mg/dl with diabetic ketoacidosis, rapid, deep breathing, shortness of breath, and chest pain. It was reported the patient was hospitalized following the bg excursion and was treated with IV fluids and IV glucose. The patient reported they resumed pump use after the alleged bg excursion. The patient alleged an inaccurate delivery issue with the pump. Troubleshooting and review of the pump¿s delivery history were unable to be completed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.